Event description:
The customer's mother reported that the customer's blood glucose read high (>500 mg/dl) and that the cannula was kinked.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.